Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger separated from the stopper. The following information was provided by the initial reporter: material no.: 309628 , lot no.: 9170695. It is reported that an incident occurred where the plunger became separated from the rubber stopper.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger separated from the stopper. The following information was provided by the initial reporter: material no.: 309628 lot no.: 9170695. It is reported that an incident occurred where the plunger became separated from the rubber stopper.